Event description:
The manufacturer received information that during routine preventative maintenance the device is failing the nurse call test. There was no harm or injury reported. In addition to the above, the device has cracks on the case. The device has not been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.